Manufacturer narrative:
Bd received at (B)(6) on (B)(6) 2018, one open and unused unit of the product angiocath 24ga x 0.75in; catalog: 388336; lot: 8012902. Bd was able to verify the reported issue, as the device needle was loose and observed that the glue was on the outside of the hub. A possible cause for the reported problem would be a misalignment of the glue dispenser beak which would have hit the outer edge of the hub, dispensing glue on the outside as can be seen. Although during the investigation no records were found in the batch history, quality notification and corrective maintenance of this defect, this can be considered a potential cause. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that a bd angiocath IV catheter had a needle that detached and remained in the patient. The needle was removed without medical intervention using tweezers.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ IV catheter had a needle that detached and remained in the patient. The needle was removed without medical intervention using tweezers.